Manufacturer narrative:
Facility staff attributed the patient's symptoms to a possible dialyzer reaction. There is no evidence of a device malfunction. No problem found with returned cartridge. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Cartridge is single use gamma sterilized. No other similar reports associated with this lot. Patient continues to dialyze with system one and no further problems reported. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During a routine hemodialysis treatment patient experienced a rash and closing of throat. Treatment was ended and patient went to ed and was administered po and IV benadryl and IV steroids; symptoms resolved. No other medical intervention provided.